Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle was clogged. The following information was provided by the initial reporter, translated from french to english: the patient could not do the injection.

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog: 304000, lot: 170333 to investigate for this record. A review of the device history record revealed no irregularities during the manufacture of the reported lot. As a result, bd was unable to verify the reported issue or determine a definitive root cause. During the cannula assembling process, the needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. In addition, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process and prior to release each single batch. Medication could have some potential implication in the issue, especially in small gauges like 30g. In certain circumstances, the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period which allows the drug to crystallize or be deposited on the inner surfaces of the needle. As this is the first time this lot was reported, no corrective actions are required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle was clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient could not do the injection.